Event description:
Additional information was provided indicating that the iol was replaced with a different lens model and half a diopter difference in power.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of qualified associated products. The product investigation could not identify a root cause for the reported complaint. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following bilateral cataract surgery with intraocular lens (iol) implantations, the patient experienced "debilitating glare" causing him to not drive at night. Additional information was also provided indicating that the patient experienced bilateral burning sensation and unable to read for work on the laptop for too long. Approximately five weeks after surgery, the patient experienced good vision at times and then will get blurry. Laptop is blurry and he still notices halos at night. The patient was started on prescription treatment and artificial tears for bilateral dry eye syndrome. Eight weeks later, the patient complains that by mid-day the vision becomes cloudy and foggy. He can't go outside without sunglasses. There are two medical device reports associated with this patient. This report is for the right eye.